Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2007-01131. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, after ten minutes of usage, the hand piece blade became dull. The blade did not hit the tenaculum and eventually the blade stopped rotating. There was gas leaking from the device. A second device was not available therefore, the surgeon extended the left lower quadrant incision to complete the procedure. The surgeon opines the patient's sixteen week-size fibroid uterus may have caused the blade to become dull.